Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the physician was attempting to aspirate blood from the introducer there was a bunch of air pulled out of the introducer. The introducer had been properly flushed prior to the implant attempt. An alternate introducer was attempted with the same issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was damaged. The delivery system introducer flush tube was kinked/buckled. Blood was observed on the delivery system introducer flush tube. Blood was observed on the delivery system introducer distal seal. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.